Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event was not reported. The outcome of the event was not reported. The action taken with the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an unspecified break in aseptic technique which caused peritonitis manifested by cloudy effluent. On the same date as onset (occurrence date), the patient was diagnosed with peritonitis and was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. Eighteen days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis had resolved and the patient was recovered. At the time of this report, dianeal and extraneal therapies were ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.